Event description:
It was reported that external pulse generator (epg) rapid atrial pacing was intermittent. The epg returned into service. There was no patient involvement.

Manufacturer narrative:
Product analysis :analysis was unable to confirm the customer comment that the rapid atrial pacing of the external pulse generator was intermittent. It was noted that the main cover was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.